Event description:
The maestro straight m attachment overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore, a follow-up report will be submitted upon quality investigation completion.